Event description:
It was reported that, during use on the patient, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on. It was also reported the cardiosave did not reboot in the operating room while attached to a patient, the perfusionist called regarding a pump in the cvor that would not boot up past the blue screen. The patient went into the cvor on the pump, during the case the pump was powered off and when it was restarted after the case she noted a high pitched scream and it wouldn¿t get past the blue screen. She was concerned because they had 4 pumps in the biomed department waiting for safety discs. She stated a patient was able to come off of therapy in the ICU, so they used that pump for the or patient. They have no other pumps available. She was taking the pump to biomed. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported failure. The unit does not turn on issue was resolved by installing a new pcba exec processor. The fse completed full calibration, functional testing and safety checks to factory specifications. The unit was returned to the customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on. The perfusionist called regarding a pump in the cvor that would not boot up past the blue screen. The patient went into the cvor on the pump, during the case the pump was powered off and when it was restarted after the case she noted a high pitched scream and it wouldn¿t get past the blue screen. She was concerned because they had 4 pumps in the biomed department waiting for safety discs. She stated a patient was able to come off of therapy in the ICU, so they used that pump for the or patient. They have no other pumps available. She was taking the pump to biomed. There was no patient harm.